Manufacturer narrative:
(B)(4). The customer returned one dilator for analysis. No definite signs of use were observed on the returned sample. Visual inspection of the dilator did not reveal any obvious defects or anomalies, including the tip. The tip was tapered as expected. The total length of the dilator measured 3 5/8", which is within the specification limits of 3 5/16" - 3 15/16" per dilator product drawing. The outer diameter of the dilator extrusion measured 2.70mm, which is within the specification limits of 2.67mm - 2.72mm per dilator extrusion product drawing. The inner diameter of the dilator tip measured 0.034", which is within the specification limits of 0.033" - 0.035" per dilator product drawing. The dilator was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin. Warning: do not leave tissue dilator in place as an indwelling catheter. Leaving tissue dilator in place puts patient at risk for possible vessel wall perforation." The dilator was threaded through a lab inventory guidewire with no resistance. No anomalies or tip bluntness were observed. A device history record review was performed, and no relevant findings were identified. The product IFU warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of a blunt dilator tip was not able to be confirmed by complaint investigation of the returned sample. Visual examination did not reveal any damage to the dilator. The device passed all relevant dimensional and functional testing and the tip was tapered as expected. Based on the sample received, no problem was found. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "when the user attempted to use the dilator, the tip was blunt. Therefore, another dilator from a new kit was used to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "when the user attempted to use the dilator, the tip was blunt. Therefore, another dilator from a new kit was used to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".